Event description:
It was reported that during implant, the physician found it very difficult to deflate the balloon. The catheter was removed and a new one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: analysis noted a hole in the balloon and a cracked hub (venogram balloon). Visual analysis noted damage from implant. The analyst noted considerable blood was visible on the balloon area, and various locations throughout, in returned condition. A photograph was taken. The blood was removed and it appears the balloon was damaged. The torn balloon does not remain inflated. The balloon deflates immediately after inflation. The hub was also cracked.